Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced device damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 309657, batch no: 8344619. Event description: caller reported damaged/leaking syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? Yes, see other case issue, leaking/damage however is separate and in addition to resistance issue. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced device damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 309657 batch no: 8344619. Event description: caller reported damaged/leaking syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes, see other case issue, leaking/damage however is separate and in addition to resistance issue. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation.